Event description:
Reporter stated, "insert would not lock in place on baseplate. Opened another insert which worked fine." There was no adverse consequence for the pt or delay in surgery or anesthesia time.